Event description:
On an unreported date, a patient experienced a break in aseptic technique, further described as the patient made a mistake and the attendant was doing dialysis without proper training from a baxter clinical coordinator, and acquired peritonitis. The patient was hospitalized for the peritonitis. The cause of peritonitis was break in aseptic technique. On an unreported date, the patient was treated with injection vencogen (1gm intraperitoneally (ip), frequency not reported) for peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.